Manufacturer narrative:
Event date: the event occurred on an unspecified day of (B)(6) 2021. Initial reporter postal code: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had no flow. This was discovered prior to patient use. The device was filled with 5-fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from october 20, 2020 - october 21, 2020. H10: the device was received for evaluation. A visual inspection was performed, and there was no evidence of fluid flow coming out at the distal end of the flow restrictor. A force prime was performed to revive flow; however, flow was not observed. The reported condition was verified. The cause of the reported condition was determined to be due to crystallized drug blocking the fluid path at the distal end of the capillary glass located inside the flow restrictor housing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.